Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigations could not confirm the customer reported complaint the instrument would not grip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The bumper test was performed twice and passed. No misaligned grip tips found. However, the instrument was also found to have thermal damage on the bipolar yaw pulley. As a result, the electrode was exposed. The instrument passed the electrical continuity test. The most probable cause of the noted thermal damage is attributed to mishandling/misuse of the device. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4), with 4 uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: failure analysis of the returned maryland bipolar forceps found the instrument exhibited thermal damage on the bipolar yaw pulley and the electrode was exposed. The observed thermal damage on the bipolar yaw pulley is evidence of a potential for electrical discharge at a location other than intended. At this time, it is unknown what caused the thermal damage incident to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) would not grip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.